Event description:
The manufacturer received information alleging the screen was partially illuminated while performing preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices display had cause the screen to be partially illuminated on the device. In conclusion, the device's display was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline proximal filter was replaced for contamination unrelated to the reportable issue. The air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the repo

Manufacturer narrative:
The reported failure of the display is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h290829342545 review confirms that the device met the final acceptance criteria and was released for final distribution.